Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed and no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Separate reports will be filed regarding the aortic root bioprosthesis and the first transcatheter bioprosthetic valve. (B)(4)

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve within an aortic root bioprosthesis, the valve was implanted too low due to difficult anatomy. The valve was snared and secured in place while this transcatheter bioprosthetic valve was deployed valve-in-valve. However, the first transcatheter bioprosthetic valve prevented this valve from sealing into the native annulus, resulting in significant paravalvular leak (pvl). The two valves were elevated to an adequate position by the snare, reducing the paravalvular leak (pvl) to mild and improving hemodynamics. No further action was taken. A left middle cerebral artery stroke was noted 1 day post-implant. The thrombus was not large enough to aspirate, so no further treatment was prescribed. The physician reported the stroke as related to the implant procedure. No other adverse patient effects were reported.